Event description:
Upon review of medical records, it was found that the patient missed treatments for 5 days starting (B)(6) 2014 as she was away and chose not to do treatments. Clinic manager stated that no medical intervention was required. Patient went to the hospital on (B)(6) 2014 for fluid overload, was hooked up on the cycler and got rid of the fluid and was discharged on (B)(6) 2014. The patient was seen in the clinic by her physician on (B)(6) 2014, due to not completing her peritoneal dialysis treatments from (B)(6) 2014 through (B)(6) 2014. At the time of this clinic visit, the patient was consistently performing her pd treatments. The patient stated that she is feeling less shortness of breath, not missing any treatments, and is not having any problems with the cycler. There was no malfunction reported regarding the liberty cycler, and the patient continues to use her cycler.

Manufacturer narrative:
Based on the medical records information and a review of the provided information, it appears that from (B)(6) 2014, the patient did not complete her peritoneal dialysis treatments. She was hospitalized for fluid overload from (B)(6) 2014. This event has been reported as a serious injury, although it is undetermined if there is a reasonable suspected casual relationship between the product and the event. The patient's event of fluid overload with subsequent hospitalization is secondary to the patient's noncompliance with her daily pd therapy. This event is being filed as an MDR reportable serious injury to comply with our regulatory commitment to report any serious injury while using a fresenius product, if the device investigation has not been completed. However, the patient continues to use the same cycler and the cycler functioned as designed.